Event description:
It was observed that during the device evaluation, the subject device exhibited inlet plug is crushed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed that the reportable malfunction occurred due to stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.